Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the user was unable to ligate a clip during a surgery, because the applier jaws were misaligned. Therefore, the applier was replaced with a new unit to complete the procedure. No clip fell/remained in the patient, and no injury to the patient occurred. The applier was purchased by the hospital quite recently."

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a (B)(4) lot in february of 2024 from lot number 06e2360622. It was found that this order was made from the correct materials and components, and all approved processes were followed. A visual and functional inspection revealed that the device exhibited improper function due to the jaws being misaligned, resulting in the jaws not being parallel. Proper jaw parallelism is required for the device to operate correctly and ensure appropriate clip closure. During functional testing, the device operated properly and successfully picked up, held, and closed the first clip. However, when the second clip was used, the device failed to close the clip as correctly. We are unable to determine the cause of the bent/misaligned jaws; however, potential contributing factors may include improper handling or misuse at some point during its lifecycle. End of life for surgical instruments is normally determined by wear and damage due to the intended use or misuse. Even with proper handling, correct care, and maintenance; reusable instruments should not be expected to last indefinitely and should be replaced at any sign of wear and/or damage. All 100 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint, and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the user was unable to ligate a clip during a surgery, because the applier jaws were misaligned. Therefore, the applier was replaced with a new unit to complete the procedure. No clip fell/remained in the patient, and no injury to the patient occurred. The applier was purchased by the hospital quite recently."